Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after the patient received inappropriate therapy due to lead noise. The clinician noted the patient is currently undergoing radiation therapy for an unrelated reason. The hv therapy was disabled. No surgical procedure can be performed due to the patients condition. The patient received a life vest for the time being.